Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01 annex c: c07 annex d: d02 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated failed plunger position accuracy was confirmed. Received on 16-dec-2024 into bd san diego operation's lab. Syringe unit was received unboxed and with paperwork. External inspection revealed a dented right handle, rear and front case. Unit fails the plunger position accuracy test on asm. The knob actuator does not fully retract to its closed position, causing an error message and prevents the test from proceeding, confirming the stated failure. Internal inspection reveals the knob actuator return spring was improperly installed, causing the knob to partially retract. Re seating the knob actuator spring has corrected the plunger position accuracy failure. Improperly installed knob actuator return spring. Workmanship at bd manufacturing. Damaged right handle, front and rear case. Unable to determine where the damage originated. Device to be returned to san diego repair center for processing. Noted issue on failed plunger position accuracy was corrected in bd san diego operation¿s lab. Recommend bd san diego repair center replace damaged right handle, front and rear case. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed plunger position accuracy. There was no patient involvement.

Event description:
It was reported that the device had failed plunger position accuracy. There was no patient involvement.

Manufacturer narrative:
Correction: annex c: c07. Annex d: d02. Additional information: annex c: c16. Annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated failed plunger position accuracy was confirmed. Received on 16-dec-2024 into bd san diego operation's lab. Syringe unit was received unboxed and with paperwork. External inspection revealed a dented right handle, rear and front case. Unit fails the plunger position accuracy test on asm. The knob actuator does not fully retract to its closed position, causing an error message and prevents the test from proceeding, confirming the stated failure. Internal inspection reveals the knob actuator return spring was improperly installed, causing the knob to partially retract. Re seating the knob actuator spring has corrected the plunger position accuracy failure. Improperly installed knob actuator return spring. Workmanship at bd manufacturing. Damaged right handle, front and rear case. Unable to determine where the damage originated. Device to be returned to san diego repair center for processing. Noted issue on failed plunger position accuracy was corrected in bd san diego operation¿s lab. Recommend bd san diego repair center replace damaged right handle, front and rear case. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed plunger position accuracy. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.